Manufacturer narrative:
On (B)(6) 2016: multiple follow up attempts made with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 20% in two days. There was no reported impact to the customer's blood glucose level. Although requested, no further information was provided.